Manufacturer narrative:
For the 1 ongoing event, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For one event, the investigation is ongoing. For 1 event, the investigation determined the service actions resolved the event. The follow up actions for 1 event was : the field service representative replaced the cell rinse tubing as there was a black substance within the tubing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Non-reproducible results were generated by the cobas 8000 cobas c 701 module. The events involved a total of 44 patients with the following: 43 phos2 phosphate (inorganic) ver.2. 1 albumin. The known patient age was (B)(6) years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The known patient gender was male. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.